Event description:
The lead was proactively replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation bilumen tubing voids, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.